Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported elevated blood glucose (bg) levels in the 200-300 (mg/dl) range and indicated injections would be delivered to treat bg levels. Customer indicated current pump and/or insulin pens would be used for diabetes management.